Manufacturer narrative:
The failure investigation has been completed and the effect to patient cannot be confirmed through a log review or duplication testing. No failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer was experiencing a blood glucose (bg) level of (40 mg/dl) the customer ate grapes to stabilize bg level. The customer was unsure on what caused bg level. In addition, when the customer went to turn on the pump, the customer noted the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The customer was advised to upload pump data. However, the customer declined. A recommendation was made to the customer to consult with health care provider on bg level. It was indicated that the customer would continue to use the pump until a replacement arrives.